Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The customer reports that during the procedure, a few bits from the gastric erosa were taken away, tearing up the erosa. It happened when the physician released the clamp. Hand-suturing had to be done. Surgery time had to be extended (less than 30mns). No consequences for the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the reload noted that it was received with the jaws open, was fully fired and the sled was fully advanced. For functional evaluation, the reload was loaded into a post market vigilance (pmv) instrument, the interlock was overridden and the reload was cycled without hesitation or binding. A review of the device history record indicates this devices lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.